Event description:
Customer reported that on (B)(6) 2011 due to a delivery issue she has been unable to test and subsequently experienced vertigo, which resulted in her falling. Customer noted she sustained bruises "all over (her) legs and arms". Customer declined to provide any additional information. It is unknown what, if any, third-party medical intervention was rendered, or if customer attempted to self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a delivery problem. Hence there is no indication of a product malfunction. Therefore no investigation of the product is required. The date of the device's manufacture is unknown.